Event description:
It was reported the patient experienced a loss of therapeutic effect, which led to acute pain in the legs and back on (B)(6) 2012. The patient felt a "little" stimulation. The patient recharged the same day that her devices were stolen. When stimulation was on and could be adjusted, it helped manage the pain. On (B)(6) 2012, the physician tried to "put" the implantable neurostimulator in the patient's neck, but there was too much scar tissue to do so. The patient had surgery on her neck on (B)(6) 2012 to remove scar tissue and bone spurs. The patient experienced a spinal column leak, which resulted in spinal headaches. On (B)(6) 2012, the patient had a CT scan and it was determined she needed to have emergency surgery on c3, c4, c5, and c6. The patient was hospitalized for 19 days. The surgery helped to resolve the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007; product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007; product type extension.